Event description:
It was phoned in by the sales rep that after inflation, the intraclude aortic device, icf100 balloon slowly lost pressure. It had a slow leak. They used the device through the entire case. When they removed the device at the end of the case, there were 2 small pinhole leaks. There was no patient injury.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
The catheter was visually inspected and chatter was seen at 70 cm marker bands on the shaft of the catheter. An attempt was made to inflate the balloon with water and two small pin holes were found on the balloon. The reported pin holes in the balloon can have multiple possible root causes. Possible causes can include a manufacturing defect, a design defect, and clinician error. The root cause of the two pin holes in the balloon cannot be determined. Manufacturing records were reviewed and there were no nonconformances. There is no CAPA or pra to be initiated for the balloon pinholes. The chatter noted upon evaluation of the shaft of the catheter can be attributed to a product recall on the endo return introducer. The endo return introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endo return introducer. It is important to note that the customer never alleged a product defect with the endo return introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.